Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock. Review of merlin session record revealed inappropriate therapy due to p-wave oversensing. Noise and small r-wave amplitude was also noted. Lead was explanted and replaced. No further information was available.